Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no med attention was reported to have been sought. This is being reported as a possible delamination, as chocking is possible as a result of delamination.

Event description:
Nite protector worked well until it started to separate into 2 pieces. As per agent, nite protector would be replaced (B)(6) 2012. He said receipt was not necessary. Enclosed is lot #423360 and bar code as requested. Thank you.